Event description:
It was reported that the guidewire became stuck in the lesion and separated. The 90% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A rotawire drive was selected for use. During the procedure, the guidewire became stuck in the calcification of the distal lesion and the body of the guidewire separated. The tip of the guidewire was damaged and stretched. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Visual and microscopic inspection revealed that the spring tip was bent/kinked & stretched (unraveled), therefore confirming the reported damaged tip. A kink was found in the body of the guidewire approximately 10 cm from the proximal end. Dimensional measures of the guidewire revealed the overall length was within specification. Analysis of returned product revealed that no signs of detachment were noticed in the body of the guidewire, consequently not confirming the reported detachment. No other issues were identified during the product analysis.

Event description:
It was reported that the guidewire became stuck in the lesion and separated. The 90% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A rotawire drive was selected for use. During the procedure, the guidewire became stuck in the calcification of the distal lesion and the body of the guidewire separated. The tip of the guidewire was damaged and stretched. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was located in the left anterior descending artery. Another wire was inserted beside the stacked area, the balloon was inflated, and then the device was completely removed.

Event description:
It was reported that the guidewire became stuck in the lesion and separated. The 90% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A rotawire drive was selected for use. During the procedure, the guidewire became stuck in the calcification of the distal lesion and the body of the guidewire separated. The tip of the guidewire was damaged and stretched. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was located in the left anterior descending artery. Another wire was inserted beside the stacked area, the balloon was inflated, and then the device was completely removed.